Event description:
It was reported that during a mid right coronary artery (mrca) stenting procedure, after deployment of a xience xpedition stent and after post dilatation with a non-abbott balloon dilatation catheter, there was plaque shift and slow flow was seen. The slow flow was treated with sodium nitroprusside and atropine sulfate medication and the final timi flow was grade 3. The slow flow resolved without further adverse patient sequela on (B)(6) 2013. There was no myocardial infarction reported. The patient was discharged from the hospital on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of ischemia, as listed in the japan xience xpedition drug eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary scaffold in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of angina, as listed in the (B)(4) xience xpedition drug eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received stating that during the procedure, the patient had an angina occurrence. No additional information was provided.